Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "occasional breast tenderness", "implant contour is ill-defined and a snowstorm appearance is demonstrated", "extracapsular rupture without free silicone is suspected", "abnormal contour", "small benign calcifications", and ""there is a double density seen along the margin". The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified a broken device, labeled right side.

Event description:
Healthcare professional reported right side "occasional breast tenderness", "implant contour is ill-defined and a snowstorm appearance is demonstrated", "extracapsular rupture without free silicone is suspected", "abnormal contour", "small benign calcifications", and ""there is a double density seen along the margin". The device remains implanted.